Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 months post implant, the vad coordinator reported that the patient had a gastro-intestinal (gi) bleed. The bleed was reportedly treated using cautery. No further issues have been reported.

Manufacturer narrative:
The pump is not available for evaluation as it remains in use supporting the patient. No additional information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.